Event description:
It was reported that during preparation for a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. The physician was loading the 12x3.0mm veriflex stent delivery system (sds) onto a iq guide wire and there was slight resistance. The shaft of the sds broke into two pieces approximately 10 inches from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).